Event description:
It was reported that the customer dropped the pump on the ground and shattered the touch screen. The touch screen is unresponsive and black. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should add'l info be received, a supplemental form will be completed. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).